Event description:
It was reported that(1) atb35 was used during a thoracoscopy procedure. It was reported by the rep that the atb35 closed and fired. There was no cutting and no staples. The doctor opened another sutrue after occurrence to complete the case. There was no consequence to pt.